Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump. Customer advised during a bolus attempt the insulin pump had vertical lines going through the screen. Customer advised they were brushing their teeth and the device went into the sink. Troubleshooting for the blank display screen was performed. The insulin pump was unable to perform the self-test as a result of the blank screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.